Event description:
Pt reporting freedom 60 pump broke while infusing the last infusion on saturday (B)(6) 2022. Pt stated infusion usually takes 1 hour and 5 minutes and 2 hours after starting infusion, the infusion still was not complete. The pump finally stop infusing when he was approximately 95 percent done with the infusion. Pt did not experience any side effects resulting from defective product. Pt does have the defective/malfunctioning pump on hand in case manufacturer request return for further investigation. New pump being sent to pt. Indication: common variable immunodeficiency with autoantibodies to b- or t-cells. Pump used to infuse hizentra as above dose and frequency. Reported to (B)(6) by pt/caregiver.